Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator provided an alarm indicating low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by an authorized service provider (asp) where the reported issue of it alarming due to providing low fio2 (fraction of inspired oxygen) readings could no longer be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. H3 other text : serviced by asp.